Manufacturer narrative:
The pt was included in the study and found to have a 60% left ventricular ejection fraction (lvef 60%). The target lesion for the index procedure was the proximal circumflex. The lesion was reported to be: an abrupt chronic total occlusion (cto), mildly calcified, absent of thrombus and with timi 0 flow. The cto was estimated to be 30-89 days old bridging collateral circulation present. Lesions in the proximal right coronary artery (rca), distal rca, right posterior descending artery (rpda), and the proximal left anterior descending coronary artery were also treated during the index procedure. The prod is not available for evaluating and testing. This 72-year-old male in the gissocii trial experienced late stent thrombosis of 2 bx sonic stents. Medical history included known coronary disease with prior CABG, hyperlipidemia and remote smoking. The objective of the study is to compare the cypher select sirolimus eluting stent with the sonic bare metal stent in the treatment of the chronic total occlusion lesions (cto). During the index procedure, a 3.5/23 mm sonic stent and a 3.0/8 mm sonic stent were implanted in the proximal circumflex. Vessel/lesion characteristics were described as non-thrombotic, calcified chronic total occlusion (timi 0 flow) with homolateral bridging collaterals present. No other procedural details were given. According to the study info, at the 8-month f/u, the "pt with late thrombosis and cerebrovascular accident underwent a repeat ptca tv". Angiography demonstrated the proximal circumflex had 100% stenosis with timi 0 flow. Treatment included ptca and stenting. The events have not yet been adjudicated. No prods were returned for eval; they remained implanted. A device history review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan. Stent thrombosis is a potential adverse event associated with coronary artery stenting. The acc defines this type of lesion (chronic total occlusion with bridging collaterals) as a high-risk lesion with less than 60% success rate of treatment. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event. This is one of two prods used during the same procedure. Please reference MFR report# 9616099-2008-01475 and # 9616099-2008-01476. Please note that this is the initial/final report for this prod.

Event description:
The report rec'd from the study indicated that approx eight mos after the index procedure at the f/u visit, the pt was asymptomatic and demonstrated silent ischemia by ECG. The pt was reported to have late thrombosis of the previously implanted two bx sonic stents. A 3.0 x 8 and a 3.5 x 23 mm bx sonic stents were implanted in the proximal circumflex target lesion. The proximal circumflex was reported to be 100% occluded with timi 0 flow. The late thrombosis was treated by ptca and stenting. A new significant lesion was treated in the mid left anterior descending artery during the re-percutaneous coronary intervention. No relationship of the event to the device or procedure was provided. The event outcome was unk at the time. Add'l info has been requested, but is not available at this time.